Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the device performed to specification. Review of the clinical data shows the ECG analysis event as "high and sharp noise artifact contributed to amplified measurement thresholds. These adjustments in thresholds increased the normalized amplitude value. Waveform characteristics in segments one and two did not match shock condition values. It was determined the AED pro worked as designed within the limitations of technology available. Therefore this claim is being closed as device meets specification. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown) in cardiac arrest, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the clinician put the device into manual mode to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.